Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized on (B)(6) 2015 for high blood glucose. It was reported the customer had multiple readings around 400 mg/dl. The caller stated there were three other hospitalizations, but did not provide the details of these events. The insulin pump will not be returned for analysis.